Event description:
It was reported that during surgery a fault occurred with a 10 minute extension /delay to the procedure. The handpiece was not gliding properly with a clicking sound. An additional unplanned harvest was required. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the motor speeds were unstable, the lever and hinge gasket were damaged, and the device was out of calibration. The motor, lever, spring, and hinge gasket were replaced and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.